Event description:
Procedure done: right shoulder rotator cuff repair of the subscap muscle; arthroscopic superior capsular reconstruction with bridging allograft tendon & tenodesis of biceps. Excerpt of operative report: "at this point, we elected to proceed with our side-to-side repair of the rotator cuff to the graft. Scorpion device was used. It was noted on the 2nd pass of the scorpion during this step that the very tip of the needle approximately a 1.5mm to 2 mm had broken off. At this point, we completed our repair with 2 side-to-side and #2 fiberwires. However, it should be noted we did take a look for this extensively. We went through the joint. We went into the recesses. We went into the soft tissues. We did get x-ray in that confirmed that it was outside of the joint. However, it was in the soft tissues, appeared to be in the posterior likely outside of the rotator cuff. Because it is small and we elected to leave it in place as it should be non-symptomatic and we feel that trying to keep looking for it is to end up debriding more tissue an will not improve his overall outcome. There should be no negative consequences to have been in."